Manufacturer narrative:
The customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported receiving imprecise readings on their fs lite meter. Specifically, they reported readings of 374mg/dl at 1135am , 97mg/dl at 1138am and 361mg/dl at 1140am obtained on (B)(6)2010. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's products have been returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. The readings the customer reported were found in the meter memory. This is a final report.